Event description:
It was reported that 3 months post-operatively, a patient underwent revision surgery to remove non-alpahtec posterior fixation hardware which failed. During the revision, the patient had a 2-level alif construct with plates implanted. Approximately 9 months postoperatively, a radiograph revealed broken screws. Revision surgery has not been scheduled.

Manufacturer narrative:
Revision surgery has not occurred. No device evaluation is possible. The identifying lot number was not provided; therefore, a review of the device history record could not be conducted. Multiple attempts were unsuccessful in obtaining additional information related to this event. If additional information is received, a supplemental report will be submitted.